Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6) 2021. During the procedure, the first and the second bands were deployed successfully; however, the third band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address): (B)(6). Block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual and media evaluation of the ligator head found five bands were present and some were moved out of their positions and overlapped. The trip wire was secured, and the slack was correctly taken up. It was also noticed that the trip wire was cut and there is evidence that this was done with a mechanical tool. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible problem was noted with the handle assembly or the device. The reported event was confirmed. The bands were moved from their original positions and overlapped indicating a deployment failure which could have been caused by user manipulation while setting up the device on the endoscope and/or some technique applied during procedure. The cut observed on the trip wire was inspected under magnification revealing that a mechanical tool was used to perform the cut, and this may be related to some technique applied by the user to separate the device from the endoscope as part of the procedure. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6) 2021. During the procedure, the first and the second bands were deployed successfully; however, the third band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.